Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the receiver loss connection. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of loss of connection could not be confirmed. A root cause cannot be determined.